Event description:
It was reported that (1) 511o was used during an laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the gasket on the 511o 11mm trocar tore during a laparoscopic assisted vaginal hysterectomy. A reducer cap was used to complete the case and there was no consequence to pt.